Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube/perforation (fallopian tube(s).") In a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vasectomy. Previously administered products included for an unreported indication: ativan and zoloft. Concurrent conditions included anxiety (10 years), depression (10 years), dyspareunia, right lower quadrant pain, abdominal discomfort and abdominal pain. Concomitant products included lorazepam (ativan), medroxyprogesterone (depo provera) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 16 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction: no longer able to wear tampons") and dyspareunia ("dyspareunia (painful sexual intercourse)"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, diagnostic/ operative hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vulvovaginal pain and hypersensitivity outcome was unknown and the pelvic pain and dyspareunia was resolving. The reporter considered dyspareunia, fallopian tube perforation, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 22-aug-2014: failure to occlude (close) fallopian tubes x-ray - on 22-aug-2014: essure device was properly in place quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 3-jul-2018: plaintiff fact sheet received: event outcome of pain, dyspareunia updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube/perforation (fallopian tube(s)/failure to occlude fallopian tube") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vasectomy. Previously administered products included for an unreported indication: ativan and zoloft. Concurrent conditions included anxiety (10 years), depression (10 years), dyspareunia, right lower quadrant pain, abdominal discomfort and abdominal pain. Concomitant products included clonazepam (klonopin) since 2013, lorazepam (ativan), medroxyprogesterone (depo provera) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, 4 months 16 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction: no longer able to wear tampons"), anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, diagnostic/ operative hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, vulvovaginal pain, hypersensitivity and depression outcome was unknown, the pelvic pain and dyspareunia was resolving and the anxiety had not resolved. The reporter provided no causality assessment for anxiety and depression with essure. The reporter considered dyspareunia, fallopian tube perforation, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: failure to occlude (close) fallopian tubes x-ray - on (B)(6) 2014: essure device was properly in place only one of the implants worked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events anxiety / mental anguish and depression added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube/perforation (fallopian tube(s)/failure to occlude fallopian tube") and bacterial toxaemia ("allergic or hypersensitivity reaction: no longer able to wear tampons, unable to wear tampons immidiate toxemia") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vasectomy. Previously administered products included for an unreported indication: ativan and zoloft. Concurrent conditions included anxiety (10 years), depression (10 years), dyspareunia, right lower quadrant pain, abdominal discomfort and abdominal pain. Concomitant products included clonazepam (klonopin) since 2013, lorazepam (ativan), medroxyprogesterone (depo provera) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vulvovaginal pain ("vaginal pain/ vaginal pain during period"). In (B)(6) 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ internal pain during sex"). In 2014, the patient experienced bacterial toxaemia (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction: no longer able to wear tampons, unable to wear tampons immidiate toxemia"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain/ interior pelvic area pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, diagnostic/ operative hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, bacterial toxaemia, hypersensitivity, vulvovaginal pain and depression outcome was unknown, the pelvic pain and dyspareunia was resolving and the anxiety had not resolved. The reporter provided no causality assessment for anxiety and depression with essure. The reporter considered bacterial toxaemia, dyspareunia, fallopian tube perforation, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: injuries or symptoms were not decreased or resolved following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: patency in r fallopian tube; on (B)(6) 2014: failure to occlude (close) fallopian tubes x-ray - on (B)(6) 2014: essure device was properly in place only one of the implants worked quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-nov-2018: coding correction: as no further specification was provided, event "allergic or hypersensitivity reaction: no longer able to wear tampons, unable to wear tampons immidiate toxemia" was splited into genital allergy and toxemia. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube/perforation (fallopian tube(s)/failure to occlude fallopian tube") and bacterial toxaemia ("allergic or hypersensitivity reaction: no longer able to wear tampons, unable to wear tampons immediate toxemia") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vasectomy and anemia. Only one of the implants worked (left). Previously administered products included for an unreported indication: zoloft, lexapro, iron supplement and ativan. Concurrent conditions included anxiety (10 years), depression (10 years), dyspareunia, right lower quadrant pain, abdominal discomfort, abdominal pain, difficulty breathing, allergic rhinitis and asthma. Concomitant products included clonazepam (klonopin) since 2013, lorazepam (ativan), medroxyprogesterone acetate (depo provera), metoprolol, minerals nos; vitamins nos (prenatal vitamins), paracetamol (acetaminophen), salbutamol (albuterol hfa) and sertraline hydrochloride (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced vulvovaginal pain ("vaginal pain/ vaginal pain during period"). In may 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ internal pain during sex"). On (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding(vaginal,menorrhagia)") and menorrhagia ("abnormal bleeding(vaginal,menorrhagia)"). In 2014, the patient experienced bacterial toxaemia (seriousness criterion medically significant) and hypersensitivity ("allergic or hypersensitivity reaction: no longer able to wear tampons, unable to wear tampons immediate toxemia"). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain/ interior pelvic area pain/pain pelvic pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("psychological or psychiatric problems-condition:anxiety / mental anguish"), depression ("depression"), abdominal pain ("abdominal pain") and back pain ("lower back pain"). The patient was treated with lorazepam and surgery (laparoscopic bilateral salpingectomy, diagnostic/ operative hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, bacterial toxaemia, hypersensitivity, vulvovaginal pain, depression, vaginal haemorrhage and menorrhagia outcome was unknown, the pelvic pain, dyspareunia, abdominal pain and back pain had resolved and the anxiety had not resolved. The reporter provided no causality assessment for anxiety and depression with essure. The reporter considered abdominal pain, back pain, bacterial toxaemia, dyspareunia, fallopian tube perforation, hypersensitivity, menorrhagia, pelvic pain, vaginal haemorrhage and vulvovaginal pain to be related to essure. The reporter commented: injuries or symptoms were not decreased or resolved following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2014: results: patency in r fallopian tube; on (B)(6) 2014: results: unilateral occlusion (left tube occluded).. X-ray: on (B)(6) 2014: results: essure device was properly in place. Diagnostic results: only one of the implants worked. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 7-jan-2019: pfs received :following events were added :abnormal bleeding(vaginal,menorrhagia), abdominal pain, lower back pain. Reporter information added. Outcome of the event pain and dyspareunia was changed from recovering/resolving to recovered/resolved. Concomitant products and treatment drug added. Historical drug added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vasectomy. Previously administered products included for an unreported indication: ativan and zoloft. Concurrent conditions included anxiety (10 years), depression (10 years), dyspareunia, right lower quadrant pain, abdominal discomfort and abdominal pain. Concomitant products included lorazepam (ativan), medroxyprogesterone (depo provera) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 18 days after insertion of essure, the patient experienced pelvic pain ("severe pelvic pain/ pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced vulvovaginal pain ("vaginal pain"), hypersensitivity ("allergic or hypersensitivity reaction: no longer able to wear tampons") and dyspareunia ("dyspareunia (painful sexual intercourse),"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, diagnostic/ operative hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, pelvic pain, vulvovaginal pain, hypersensitivity and dyspareunia outcome was unknown. The reporter considered dyspareunia, fallopian tube perforation, hypersensitivity, pelvic pain and vulvovaginal pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: failure to occlude (close) fallopian tubes x-ray - on (B)(6) 2014: essure device was properly in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs+mr received: new events: hypersensitivity, dyspareunia, vulvovaginal pain, reporter, concomitant diseases added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube/perforation (fallopian tube(s)/failure to occlude fallopian tube") and bacterial toxaemia ("allergic or hypersensitivity reaction: no longer able to wear tampons, unable to wear tampons immidiate toxemia") in a 37-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included vasectomy. Previously administered products included for an unreported indication: ativan and zoloft. Concurrent conditions included anxiety (10 years), depression (10 years), dyspareunia, right lower quadrant pain, abdominal discomfort and abdominal pain. Concomitant products included clonazepam (klonopin) since 2013, lorazepam (ativan), medroxyprogesterone (depo provera) and sertraline (zoloft). On (B)(6) 2014, the patient had essure inserted. On the same day, the patient experienced vulvovaginal pain ("vaginal pain/ vaginal pain during period"). In may 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)/ internal pain during sex"). In 2014, the patient experienced bacterial toxaemia (seriousness criterion medically significant). On (B)(6) 2014, the patient experienced pelvic pain ("severe pelvic pain/ pain/ interior pelvic area pain"). On (B)(6) 2014, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced anxiety ("anxiety / mental anguish") and depression ("depression"). The patient was treated with surgery (laparoscopic bilateral salpingectomy, diagnostic/ operative hysterectomy). Essure was removed on (B)(6) 2014. At the time of the report, the fallopian tube perforation, bacterial toxaemia, vulvovaginal pain and depression outcome was unknown, the pelvic pain and dyspareunia was resolving and the anxiety had not resolved. The reporter provided no causality assessment for anxiety and depression with essure. The reporter considered bacterial toxaemia, dyspareunia, fallopian tube perforation, pelvic pain and vulvovaginal pain to be related to essure. The reporter commented: injuries or symptoms were not decreased or resolved following essure removal. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on 20-aug-2014: patency in r fallopian tube; on 22-aug-2014: failure to occlude (close) fallopian tubes x-ray - on 22-aug-2014: essure device was properly in place only one of the implants worked . Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-oct-2018: pfs received. Reporter's information was added. Preferred term of event allergic or hypersensitivity reaction was updated from hypersensitivity to bacterial toxaemia. Lab data was added. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient started essure. On (B)(6) 2014, 149 days after starting essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and clinically significant/intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain"). The patient was treated with surgery (remove the essure device by removing her fallopian tubes on (B)(6) 2014). Essure was withdrawn. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on (B)(6) 2014: x-ray result was essure device was properly in place. Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and it had perforated her right fallopian tube. Consumer underwent removal of the device by removing her fallopian tubes five months after essure insertion. Fallopian tube perforation is anticipated in the reference safety information for essure. In this case, an x-ray showed essure device was properly in place three months after insertion. The exact time point and mechanism of fallopian tube perforation is not known. However, considering the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious event was reported. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ("perforated right fallopian tube") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, 4 months 27 days after insertion of essure, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("severe pelvic pain/ pain"). The patient was treated with surgery (remove the essure device by removing her fallopian tubes on (B)(6) 2014). Essure was removed in (B)(6) 2014. At the time of the report, the fallopian tube perforation and pelvic pain outcome was unknown. The reporter considered fallopian tube perforation and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): x-ray - on (B)(6) 2014: essure device was properly in place. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 10-nov-2017: event pain was clubbed with previously reported event and essure start and stop date was updated. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases cannot be evaluated. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-apr-2017: quality-safety evaluation of ptc (ptc global number (B)(4)). Company causality comment: this spontaneous case report is under litigation and refers to a female consumer who had essure inserted and it had perforated her right fallopian tube. Consumer underwent removal of the device by removing her fallopian tubes five months after essure insertion. In this case, an x-ray showed essure device was properly in place three months after insertion. The exact time point and mechanism of fallopian tube perforation is not known. However, considering the nature of event, causality with the suspect insert cannot be excluded. This case was regarded as incident, as a surgical intervention was required. In addition, non-serious event was reported. Based on the available information, a product quality defect could not be confirmed but is considered plausible. A relationship between the reported medical events and a quality defect cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Further information will be obtained through the litigation process.